Event description:
It was reported that during a nephrectomy procedure, the device locked on the renal vein and would not open. It has to be excised from the tissue. Another device was used to complete the procedure.

Manufacturer narrative:
Information was not provided. Information anticipated, but unavailable at this time.